Event description:
Since having essure I developed a lot of health issues mostly pelvic pain, bloated stomach, constant headaches, fatigue, stomach issues, constipation, painful intercourse, loss of hair, major weight gain, depression because of pain, muscle and joint pain, inflammation, painful periods, mood swings, emotionally unstable, memory loss, loss of teeth, and also had to get partial hysterectomy where they removed my fallopian tubes with essure coils. (B)(4).